Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through evaluation of the submitted image. A specific cause for the obstruction could not conclusively be determined through this evaluation. Review of the computed tomography (CT) image captured a cross-sectional view of the outflow graft beneath the bend relief and confirmed compression of the graft that appeared to be consistent with eogo. The controller event log file contained events from 07nov2024 through 15nov2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that as of 27jan2025, the patient was in stable condition under frequent observation and no intervention was made. The patient was listed for transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient underwent a heart transplant. This was a routine transplant. The pump was working as expected. No pump related issues were provided. This was not device or therapy related. The pump was explanted but would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the surgeon reported an external outflow graft obstruction (eogo) which was confirmed by computed tomography (CT) scan. The patient was stable and the pump parameters were in normal range. Treatment options were being discussed but no decision was made.